Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hbsag results for a 36-year-old male patient diagnosed with colon polyps. The architect hbsag result was 0.00 iu/ml, repeated 0.00 iu/ml. The industrial scientific colloidal gold method was positive, and the abbott colloidal gold method yielded a negative result. Other results provided: anti-hbs 66.99; hbeag 0.477; anti-hbe 1.81; anti-hbc 0.20. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 47005fn01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Clinical sensitivity testing was performed using an in-house retained kit of lot 47005fn01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. (B)(4). For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. Product labeling documents information in relation to the presence of hbsag mutations which may lead to false negative results in some hbsag assays. In addition, specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits which employ mouse monoclonal antibodies. Additional clinical or diagnostic information may be required to determine patient status. Based on the investigation, no systemic issue or deficiency of the architect hbsag assay was identified.

Event description:
The customer observed false nonreactive architect hbsag results for a 36-year-old male patient diagnosed with colon polyps. The architect hbsag result was 0.00 iu/ml, repeated 0.00 iu/ml. The industrial scientific colloidal gold method was positive, and the abbott colloidal gold method yielded a negative result. Other results provided: anti-hbs 66.99; hbeag 0.477; anti-hbe 1.81; anti-hbc 0.20. No impact to patient management was reported.